Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 05/31/2010, however the correct date is 06/22/2010. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that an application support manager (asm) was at site and during visit observed a flap tear occur when doctor was attempting to lift the flap using the seibel intralase flap lifter on a patient's right eye (od). Doctor completed flap lift and custom vue excimer treatment. A bandage contact lens (bcl) was placed on od. No loss in vision reported. No other medical or surgical intervention reported.